Manufacturer narrative:
Product ID 3889-28, lot# va04d8q, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3889-28, lot# va04d8q, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient¿s device had impedances greater than 4,000 ohms on all bipolar pairs. It was noted, the impedances were discovered while prepping the patient for revision of the internal neurostimulator (ins). It was reported, the unipolar impedances were good, around 1,000 ohms. It was noted, the impedances were probably due to low battery. It was reported, the patient¿s lead and ins were replaced. It was noted all impedances were normal. It was reported, the replacement was due to loss of efficacy. It was noted reprogramming did not resolve that issue. It was reported, the healthcare provider was suspicious that the lead had migrated.